Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The reported malfunction of a damaged battery was confirmed and reproduced. The root cause was attributed to use/user error causing depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the user error in this report. The user interface module software version of this pump is 5.09.90 - colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.